Event description:
It was reported to technical services that this lead would be revised due to high thresholds and possible microdislodgement. Also reported this patient has a pocket hematoma. Working with dr. (B)(6) from (B)(6) in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).